Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. It is planned to continue to monitor and replace the lead during the next generator changeout procedure. No adverse patient effects were reported. At this time, this device system remains in service.